Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that a pt was using the labor bar and going to get up to squat to push. She put her feet on the center section of the lower part of the bed and nearly fell through and causing the stow and go foot section to move to the stow position.